Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was delivering too much insulin and requested that basal rates be reprogrammed. Customer also reported that time was incorrect. Customer's blood glucose was 41 mg/dl and was treated with glucose tablets. Customer was advised to follow up with healthcare professional regarding settings. Customer also reported of being in the hospital for non-diabetes related issues.